Event description:
During a laparoscopic nessen fundoplication procedure, 3mm vessels were pre-coagulated two places, transected between, bleeding then occurred which required a "rapid open." Pt lost approx 300ml of blood. No pt harm was reported.

Manufacturer narrative:
The incident occurred in an another country. Analysis determined the top jaw contacts the ceramic hub, when fully closing the jaws. However, the device still activated to the correct generator default setting, coagulate and cut to MFR specs with no problems noted.